Event description:
The customer returned the <common device name> to the service center for a separate issue. During the device analysis, the service repair technician indicates that a chip on the distal end plastic cover and light guide lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: distal end plastic cover and light lens chipped due to a degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.